Event description:
This is report 2 of 3 for the same event. It was reported from japan that during a craniotomy surgical procedure for removing a tumor it was observed that 3 twist drill devices broke off in quick succession when used with an attachment device, handpiece device and console device . It was reported that there was a 5-minute delay in the procedure due to the event. It was reported that the rotation speed was at 80,000. It was reported that there were no problems when drilling the holes on the bone edge for tenting, and there was no problem with drilling when using other cutting burs either. It was reported that during the second half of the surgery, when the first twist drill was used to drill hole in a bone fragment, it broke off the moment it penetrated the bone fragment. The second twist drill was opened and used, but the same event occurred. It was reported that when the surgeon opened the third twist drill and lowered the rotation speed a little by controlling the pressing of the foot switch, it did not break off on the first hole. However, the third twist drill broke off when the surgeon drilled the hole for about the third time. It was reported that the surgeon mentioned that there had been more smoke than usual. It was reported that the surgeon he did not remember changing any settings or hearing reverse rotation when asked if he may have unintentionally rotated the twist drills in reverse. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10. Concomitant med products and therapy dates: twist drill devices, handpiece device, attachment device, console device (08nov2023) h4: the device manufacture date is unknown. E1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. Correction: d9: the date returned to manufacturer was documented as (B)(6) 2023 on the previous supplemental report. This date has been updated to (B)(6) 2024.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the cutter device and the reported condition that the device broke off was confirmed. The device was visually inspected, and it was found to fail visual inspection due to broken cutter tip. An assessment was performed on the device, and it was observed that the tip of the cutter was broken. The cutter was examined using 40x magnification. Based on the photographs taken, the angle indicates that there was excessive force applied. Additionally, the thickness of the cutter was measured and found to be within specification. The root cause of the failure that the ¿cutters broke¿ was excessive lateral or side to side force. There is no other data to support an alternate defect to cause this failure. The assignable root cause was determined to be traced to the user, which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.